Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 483 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of nausea, weak, chest pains, felt really bad and also got no delivery alarm. The customer collapse and low in potassium. Customer is now taking long acting insulin because his blood glucose when down to fast and now he is in intensive care unit. The customer's mother was advised to have her son call the 24 hour help line in order to do troubleshooting.